Event description:
It was reported that the superion indirect decompression (ID) patient has experienced several falls, balance issues, the return of her pain, numbness and tingling sensations radiating from her back down her legs. The patients prescribed medication was changed from percocet to norco. It was noted that the patient has a history of fibromyalgia and was referred to imaging center to rule out if the spinal lumbar three-four ID is displaced however patient has not scheduled a visit. The ID spacer remains implanted and the patient was referred to a surgeon. Additional information has not been provided despite good faith efforts.

Manufacturer narrative:
Block b3: date of event is unknown. Approximated based on the date the manufacturer became aware of the event.